Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was successfully performed in the right common femoral artery via 6fr sheath using the preclose technique prior to a endovascular aneurysm repair (evar) procedure. The sheath was upsized an 18fr and the evar procedure was completed. Closure with the two proglide devices seemed unsatisfactory for the large hole closure and a third proglide device was placed. When the plunger was removed, no sutures were attached to the needles. Hemostasis was achieved with the two preplaced proglide devices and manual arterial compression. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.